Event description:
It was reported that the craniotome device had an unspecified malfunction. The exact date of the event was unknown. During engineering evaluation, it was observed that the dura guard (protective foot) and back post had been bent. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the dura guard (protective foot) and back post had been bent. The reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed on the device during use which is misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.